Event description:
The product was used during a "vats" procedure. Reportedly. The instrument was difficult to open. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.